Event description:
It was reported that the physician suspected a microperforation, so the lead was repositioned. Post repositioning, bipolar sensing values were decreasing. Programming was changed to bipolar pace and unipolar sense, after which noise reversions were noted. The patient was not pacemaker dependent, but the noise reversions did cause temporary inhibition of pacing. The ventricular polarity was changed to bipolar, and the patient would be monitored.